Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac), the vide system instruction manual was referenced and the customer was advised that both errors are scope communication errors. Tac recommended the contact of the scope be wiped with isopropyl alcohol and then try connecting the videoscopes again. The customer believed the issue to be the video system. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional) and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the device was not returned to the olympus repair center for evaluation. It was reported that the problem stopped occurring after the electrical contacts of the connector were cleaned, so it is assumed that foreign matter or liquid adhering to the electrical contacts caused a communication error with the endoscope and the images were not displayed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the visera elite ii video system center displayed an e227 and e216 error message and there was no image when the endoeye hd ii rigid videoscope was connected. The issue occurred mid procedure. E227 error was displayed, but the image was lost on the screen. The customer noted the issue occurred with two video systems and two videoscopes and other scopes operated properly with the video systems. After the procedure, the customer unplugged the paddle, cleaned the gold contacts and the issue did not occur again.